Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated that the receiver reinitialized without user input and that this caused him to have a seizure. When he woke up, he looked at the continuous glucose monitor (cgm) and saw that it was off. He pushed the button several times and it came on and showed a message stating, ¿system check ok.¿ he stated that he is hypo-unaware and that because there were no readings due to the reinitialization, he was not alerted to a low glucose level, leading to the seizure. His co-workers gave him sugar and called 911. By the time the ambulance arrived he was feeling fine, so he refused further treatment or transfer to the hospital. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.